Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the patient that the power source became disconnected from power port two (2) easily. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation, where product malfunction was confirmed. The root cause of the reported "poor mechanical connection" was found to be due to the inner piece of the power source connector pushed in too far. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the (B)(6) that the power source would easily become disconnected from power port two (2) of the controller. A controller exchange was performed. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.